Event description:
It was reported that during a sigmoidectomy procedure, at the fourth firing of the functional end to end anastomosis, the tissue was not locked properly and about half the tissue came off from the jaw. Although the knife moved properly and the staples were deployed, about half the tissue was not cut and the staples were malformed. Additional suturing was performed. Reinforcement material was not used. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.